Event description:
During a coil embolization assisted with the enterprise vrd ((B)(4)) of right vertebral artery-posterior inferior cerebellar artery, an unspecified coil and microcatheter accidentally protruded into the parent vessel. Angiogram revealed hemorrhage, and the action taken was medication, lowering the blood pressure, and additional coils were placed. The hemorrhage stopped after having placed additional coils. Afterwards, the procedure was completed without any further issues, patient injury and/or complications, and as of the date of onset, the patient was in a stable condition. According to the physician, the relationship of the event to the procedure was highly probable and to the vrd was also highly probable because the physician jailed the microcatheter into the aneurysm with the vrd and this restricted him from handling and controlling the movement of the microcatheter. Prior to the event it was noted that placement of an unspecified microcatheter as well as the vrd at the target aneurysm was correct, and several embolic coils were placed. Almost 90% of the aneurysm was successfully embolized with several coils. Prior to use, no defect (kink, bends etc) was noted on coils and microcatheter by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times, and constant fluoroscopy was conducted. No information regarding the characteristics/size of the aneurysm, and no information regarding the characteristics of the parent vessel. Mrs was unknown. There is no information regarding antiplatelet therapy. No information regarding inr, pt, ptt, and the occlusion rate of the aneurysm. No information regarding the devices utilized during the procedure. There are no devices to be returned for evaluation. The procedural images are not available. No further information is available.

Manufacturer narrative:
The product remains implanted and will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coil embolization assisted with the enterprise vrd (enc452212/10023620) of right vertebral artery-posterior inferior cerebellar artery, an unspecified coil and microcatheter accidentally protruded into the parent vessel. Angiogram revealed hemorrhage, and the action taken was medication, lowering the blood pressure, and additional coils were placed. The hemorrhage stopped after having placed additional coils. According to the physician, the relationship of the event to the procedure was highly probable and to the vrd was also highly probable because the physician jailed the microcatheter into the aneurysm with the vrd and this restricted him from handling and controlling the movement of the microcatheter. Afterwards, the procedure was completed without any further issues, patient injury and/or complications, and as of the date of onset, the patient was in a stable condition. Prior to the event it was noted that placement of an unspecified microcatheter as well as the vrd at the target aneurysm was correct, and several embolic coils were placed. Almost 90% of the aneurysm was successfully embolized with several coils. Prior to use, no defect (kink, bends etc) was noted on coils and microcatheter by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times, and constant fluoroscopy was conducted. There is no further information regarding the characteristics/size of the aneurysm, and no information regarding the characteristics of the parent vessel. There is no information available regarding other devices used during the procedure. The patient stroke scores pre and post are not available. The procedural images are not available. No further information is available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10023620. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Aneurysm rupture is a known adverse event that may be associated with coil embolizations and the use of the enterprise vrd in intracranial arteries as outlined in the instructions for use. Although procedural images are not available, it appears that vessel characteristics, device manipulation/concomitant devices, and device interaction due to the utilized coiling technique contributed to the reported event. Arterial embolization procedures are performed in vessels with existing aneurysms and known vessel wall weakness. Review of the information suggests that vessel and procedural issues may have contributed to the reported rupture with no indication of any enterprise device performance or manufacturing issues. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10023620. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.